Manufacturer narrative:
A customer reported error message 4407, incubator rotation motor overrun on the aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. A field service engineer (fse) was at the customer site to address the reported event. The fse confirmed the complaint by observing printed error and was able to reproduce the error by performing a run and it failed. The fse resolved the complaint by removing the covers and found no blockage or obvious damage to the incubator or hybrid arm. The fse verified alignments and started patient run and the same error occurred after a short time. The fse replaced the incubator and performed all alignments with no further error. The incubator will returned for evaluation. The most probable cause of the reported event was due to incubator failure. The aia-2000 operator¿s manual under appendix 4: error messages states the following: error message: [4407] incubator rotation motor overrun to positioning sensor cause: the positioning sensor activated improperly during rotating of the incubator. New measurement will not start. The measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. A 13-month complaint and service history review for serial number (B)(4) from the date of 29mar2021 through aware date 29apr2022 was performed for similar complaints. There were no similar complaints identified during the search period.

Event description:
Customer reported an error 4407, incubator rotation motor overrun to position on the aia-2000 analyzer. Customer has performed the all set home; however, the error persist. This is reportable based on delay in reporting patient results for intact parathyroid hormone (ipth) analyte.

Manufacturer narrative:
The incubator assembly was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported "4407 incubator rotation motor overrun" was due to defective incubator drive motor. The most probable cause of the reported event was traced to component failure of the incubator assembly.